Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubbles. The customer's blood glucose level was reported to be 154mg/dl. Troubleshoot was reported to be conducted. It was reported that the bubbles were still present in the tube and reservoir. It was reported that the customer was advised to change infusion set and monitor the device.